Event description:
It was reported that during use with a bd facslyric¿ facsflow waste under pressure sprayed outside of instrument. The following information was provided by the initial reporter: dripping from the needle during the sit flush. Needs pump replacement. Was there spray of fluid under pressure? Yes. If waste leak kindly confirm whether it is mixed with bleach and decontaminated? The liquid was facsflow, no patient sample is acquired on this instrument, it is installed in the our training center. No biohazard risk, because in the our training center the biological samples are banned. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Facsflow what is the source of leak -- waste line or non-waste line? Both, the leakage was from needle. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, there was no spray of fluid (ethanol, sheath, biohazard, waste) under pressure found. However, the sip/sit was found heavily dripping during a flush per work order 01606386 by the fse (field service engineer). The aspirator pump is supposed to vacuum fluid or waste to the waste tank, but a failing pump will contribute to a sip/sit leak. The fse confirmed the issue and replaced the pump, part # 647939 - p2 aspirator pump. No return sample was requested for evaluation because the part is not returnable. After the repair, the instrument was tested and was performing as expected with no subsequent leaks. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facslyric¿ facsflow waste under pressure sprayed outside of instrument. The following information was provided by the initial reporter: dripping from the needle during the sit flush. Needs pump replacement. Was there spray of fluid under pressure? Yes. If waste leak kindly confirm whether it is mixed with bleach and decontaminated? The liquid was facsflow, no patient sample is acquired on this instrument, it is installed in the our training center. No biohazard risk, because in the our training center the biological samples are banned. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Facsflow. What is the source of leak -- waste line or non-waste line? Both, the leakage was from needle. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.